Event description:
It was reported that the pt underwent a monarc sling and anterior repair with the mesh. Post-operatively, the pt developed exposure of the mesh. The pt's spouse has a penile prosthesis and a urologist initially blamed the exposure on the prosthesis being too hard. The dr has performed mesh resections twice on the pt. The pt has a very thin vaginal wall. The dr placed a biologic graft over the resected area during the second surgery, and the exposure has healed adequately. The pt has not attempted intercourse to date.